Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the unit is not working properly, water is spitting out and going inside the user's nose. There was no report of patient harm or injury. During the evaluation, the device was visually inspected and found evidence of foam degradation. In addition, the customer allegation was not confirmed. The device was scrapped. The service center concludes that the complaint was not confirmed and there was evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.